Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 450mg/dl. Elevated bg levels were treated by administering a correction bolus, and the issue resolved.

Manufacturer narrative:
Unable to perform final functional test due to no usb communications; usb pin was damaged.